Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted on (B)(6) 2014 subsequent to the recipient sustaining a head trauma (specific date not reported). The recipient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4). Device not returned to manufacturer.